Event description:
It was reported by service report that the side cable is broken and the front right caster was damaged. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Siderail assist cable.